Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced interrogating the device at an subcutaneous implantable cardioverter defibrillator (s-ICD) implant. Troubleshooting was performed, the device was able to be successfully interrogated, and the implant procedure was completed. No adverse patient effects were reported.